Event description:
Reportable based on analysis recieved september 2005. During a ptca treatment procedure, the physician thought a foreign material was stuck to the pt2 light support 185 cm straight tip guidewire. The lesion being treated was a calcified, 99% stenotic lesion in the mid left anterior descending (lad) coronary artery. The physician attempted to deliver the pt2 ls guidewire and a fielder 0.014" guidewire to the distal lad using a parallel wire technique. However, he felt resistance in the proximal lad so, he withdrew the guidewire to outside of the patient's body. When he checked the wire, he noticed that a foreign material was stuck to it. The pt2 light support guidewire was removed and replaced with another guidewire to successfully complete the procedure. No patient injuries or complications were reported. Patient status is reported as 'good.'